Event description:
Approximately four months after cataract surgery with implantation of hte crystalens intraocular lens (iol), the inferior haptic of the iol was positioned forward. The physician performed a yag capsuloltomy on two separate occasions in order to reposition the lens, however, the occasions in order to reposition the lens, however, the lens required manual repositioning. The physician attributed the event to capsular contraction syndrome. The surgery was successful however the patient now has elevated iop. It should be noted that the patient had excellent visual acuity at all postoperative visits, however, this event is being reported because it required multiple resolution in order the lens positioning.